Manufacturer narrative:
One tapered screw-vent implant with mtx surface (tsv4b11), mount and screw were returned for investigation. Visual inspection of the as returned products (implant, mount and screw), identified that the devices were in good condition. However, visual inspection of the unknown driver could not be performed as the product was not returned. The investigation was performed based on the available information (the returned products, applicable instruction for use (ifus)and risk files). No pre-existing conditions were noted. The devices were being placed on an unknown tooth location when the incident occurred. Pictures or x-ray images were not provided. DHR review for the lot (1226484) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1226484) for similar events and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event or devices. Dimensional analysis has confirmed no malfunction with the implant; however, the malfunction reported couldn¿t be verified since the unreturned driver was involved.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided, patient weight: not provided.

Event description:
It was reported that during implant placement the driver could not disengage from the implant (tsv4b11). Implant had to be removed. Procedure was not completed and patient will return to place another implant.